Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 62-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed atrial fibrillation. Amiodarone was started and albumin given, and the patient returned to normal sinus rhythm. An echocardiogram confirmed good position. Three days after impella insertion, the device was successfully weaned. The impella functioned at p-4 at 2.7l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.